Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a vessel perforation occurred. The 100% stenotic lesion was located in the calcified and moderately tortuous mid-segment of the left anterior descending (lad) artery. The choice pt 300 guide wire was advanced across the lesion. While attempting to load a non-bsc ivus catheter onto the choice pt 300 guide wire, outside of the pt's body, "severe friction" was encountered and therefore, unable to be loaded. When the physician visualized the lesion by angiography, a perforation in the distal lad was noted. The choice pt 300 guide wire was exchanged and the perforation was successfully treated with a non-bsc balloon catheter. The pt's condition was reported as "fine".

Manufacturer narrative:
.